Event description:
It was reported that: "treating a fistula off of the ica 7 stryker coils deployed then switched to optiblock 1.5x6 it integrated into the coil mass but was too long upon attempting to remove it resistance was felt and the coil detatched in the vessesl 2cm in the microcatheter 4cm. The physician removed the mc and grabbed the coil with a snare. He then placed 2ea 1x2 optimax coils to safely complete the procedure." Incident report form submitted for this event indicated no patient injury was sustained as a result of this incident.

Manufacturer narrative:
Balt USA reference # (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230100018 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.